Event description:
The customer reported that she was involved in a car accident and the seat belt may have damaged the battery compartment at that time, but she was not sure about it. The customer went to the emergency room, was treated and released. The blood glucose at time of her admission was 30mg/dl. The caller stated that blood glucose was not responsible for the accident. Troubleshooting was performed, and the there was a broken piece and cracks at the battery compartment. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with broken battery tube threads.